Manufacturer narrative:
(B)(4). Mfg site name (B)(4). Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appears unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 22.5 cm from the top of the connector to the break. The second piece measured approximately 296 cm from the break which includes the entire distal tip. The condition of the returned device confirms the reported event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on september 11, 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the fiber broke when taken out from the package. Reportedly, the packaging was intact. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.